Event description:
It was reported via the maude database report (B)(4)( MDR report key number) that patient was undergoing arthrodesis, right first metatarsophalangeal joint. When placing the cortical locking screw, the head of the driver shaft hexalobe broke and got stuck in the screw head. The manufacturer representative was present and informed the surgeon that there was no tool to remove the screw head. The head of the driver shaft was left in the implanted screw. There was no apparent patient harm. The maude report listed the catalog number as ar-89331-20pt. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number was not provided; therefore the device history record review could not be performed. The maude report stated that the implant used in this case was an "ar-89331-20pt". This part number is not a valid part number for an arthrex device, but ar-8933-20pt is a valid part number and represents the number for a screw possibly involved in the event. No part number or lot number was provided for the concomitant/ complaint driver but the device that would normally be used with this screw is ar-8933d( driver, 2.5mm hex) confirmation of the part number was requested from the maude but not provided. Based on the information provided in the maude report, the most likely cause(s) of this type of event include improper bone preparation and/or selection of incorrect screw size as well as poor patient bone condition. Part remains in patient.